Manufacturer narrative:
Concomitant medical products: w4tr02 crtp, implant date: (B)(6) 2017. The full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to sepsis/endocarditis. No further patient complications have been reported as a result of this event.